Event description:
Healthcare professional reported "left side rupture and capsular contracture baker grade iii." Device has been explanted.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation capsular contracture baker grade iii , rupture.

Event description:
Healthcare professional reported, "left side rupture. And capsular contracture, baker grade iii". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Photo analysis: visual analysis of the photographs identified, a device with opening with red particles in the surface of the shell. Devices labeled by left side. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis. It is not possible to determine, the most likely failure mode.